Event description:
The following was reported to hamilton medical ag: this c1 began to generate vibrating and resonating noises during use. The amount of ventilation, etc. Was not affected, but the noise generated was so loud that it was replaced with another c1. Even after replacing the expiration valve cover, diaphragm, and breathing circuit, the sound still occurred. No patient harm and consequences.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: this c1 began to generate vibrating and resonating noises during use. The amount of ventilation, etc. Was not affected, but the noise generated was so loud that it was replaced with another c1. Even after replacing the expiration valve cover, diaphragm, and breathing circuit, the sound still occurred. No patient harm and consequences.